Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the posterolateral (pl) branch of the right coronary artery (rca). A 2.75x24mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to pass the moderate to severe calcium in the mid rca. It was felt that the struts were lifted when trying to advance the device in the mid area of the rca. The device was removed and took another of the same device. The new stent was able to pass the mid vessel and was successfully placed in the pl of the rca and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the posterolateral (pl) branch of the right coronary artery (rca). A 2.75x24mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to pass the moderate to severe calcium in the mid rca. It was felt that the struts were lifted when trying to advance the device in the mid area of the rca. The device was removed and took another of the same device. The new stent was able to pass the mid vessel and was successfully placed in the pl of the rca and completed the procedure. No patient complications were reported.